Event description:
It was reported that during implant a lead insulation break was noted causing high capture thresholds and low pacing impedance on the left ventricular (lv) lead. The physician elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events for insulation damage, high thresholds, and low impedance were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an overtightened suture that damaged the suture sleeve consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The cause of the reported events was due to the exposure of the inner coil from a breached insulation, consistent with procedure damage.